Event description:
Per the clinic, the patient experienced no auditory percepts. Reprogramming attempts did not resolve the problem. It was determined that the electrode array was not in the cochlea, resulting in the decision to explant the device. The device was explanted (B)(6), 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).